Event description:
According to the user's parents, a sudden decline in the hearing performance with the device was noticed in april 2023. The user was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
According to the user's parents, a sudden decline in the hearing performance with the device was noticed in (B)(6) 2023. The user was re-implanted.

Manufacturer narrative:
Conclusion: the device investigation found that the device was not working according to specification due to a malfunction of the electronic circuitry. The investigation results appear to match the problems mentioned in the recipient report. Other observed damages are most likely attributable to the explantation surgery. This is a final report.

Manufacturer narrative:
Correction: a code should read 0721 and c code should read c0201.

Event description:
According to the user's parents, a sudden decline in the hearing performance with the device was noticed in (B)(6) 2023. The user was re-implanted.